Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was not working on the patient's left side. Additional information has been requested, but was not available as of the date of this report.